Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that when she was trying to bolus, the handset was lagging at 90%. The agent reviewed the data and walked the patient through how to delete the data. The patient will call back if she needs further assistance. She was never shown how to use the ¿myptm¿ and she was having a hard time getting it to connect and the handset kept saying no device found. The agent reviewed external device general use, and the patient was able to connect to the pump with no reported issues.